Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and reddish material was observed inside the pebax; no internal parts were observed exposed. Then, electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and several holes on the pebax surface. Lack of pu border on electrode 2 was found. It can be observed damaged and several holes on the pebax surface on this area. Object that cause the damage is unknown. No other anomalies were observed. The customer complaint was confirmed. The root cause of the damage on pebax and the damage on the electrode cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling/manipulation of the device during the procedure and shipping, however, this cannot be conclusively determined. The root cause of the t bar slippage cannot be determined, however, an internal corrective action was created to investigate this issue. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported that the d curve on the df curve catheter stopped working. It would not deflect during mapping and ablation and the puller wire was broken. The thermocool® smart touch® sf bi-directional navigation catheter was replaced. There were no patient consequences. The customer¿s reported deflection issue is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a reddish material in the pebax sleeve. No internal parts exposed. These findings are not MDR reportable since the integrity of the catheter does not appear to be compromised. On (B)(6) 2019, during a second visual inspection, the reddish material in the pebax sleeve was observed once again. The findings continued to be not MDR reportable since the integrity of the catheter does not appear to be compromised. On (B)(6) 2019, the device was put through a scanning electron microscope (sem) analysis. The sem results showed evidence of several holes on the surface of the pebax area, mechanical damage and lack of polyurethane (pu) border on electrode. Object that caused the damage is unknown. No other anomalies were observed. The findings were reviewed and assessed to be MDR reportable for the holes in the pebax since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on (B)(6) 2019 and has reassessed this complaint as reportable.